Event description:
The customer reported the device gives inaccurately low readings for spco. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: during simulation testing, the device passed manual and preset conditions and provided accurate measurements. The device was found to visually and audibly alarm during alarm conditions. The device was determined to be functioning as designed.

Event description:
The customer reported the device gives inaccurately low readings for spco. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.